Event description:
Adverse event(s): "refractive surprise" (postoperative infraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/19/2010, 07/20/2010, 07/21/2010, 07/26/2010, and 08/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).